Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer(fse) performing the preventative maintenance(pm) replaced the batteries to resolve the reported issue and completed pm. The unit was calibrated and passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test there was no patient involvement, and there was no adverse event reported.